Event description:
The devices were used during a lobectomy procedure. It was reported by the affiliate that when the surgeon cut between the staple lines of the tlv30s,there was some bleeding from the vessels. The surgeon placed stitches to stop the bleeding. There was no pt consequence.